Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the rpm lockout for the sorin centrifugal pump system with tubing clamp did not work correctly during priming. There was no lockout when the rpm was increased above the 1000rpm set point. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue. Further investigation found that the set-point was set at 10000 rather than 1000. The set-point was reset to 1000 and the unit was tested and was found to be working properly. The customer requested the set-point to be 1200, which was entered and saved on the scp and tested. No further issues were discovered. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the rpm lockout for the sorin centrifugal pump system with tubing clamp did not work correctly during priming. There was no lockout when the rpm was increased above the 1000rpm set point. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. The root cause was found to be related to the customers¿ entered set-point was set at 10000 rather than 1000, therefore the unit would not lockout at the expected rpm of 1000. There was no problem found. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.